Event description:
Patient was re-exposed after agfa equipment failed to send images from digital reader to workstation. After 30+ minutes the images were transmitted. At that time the pt had already been x-rayed a second time.the device was so slow that staff believed it to be defective and ordered another x-ray exposure. The device continued to cause problems and failed to retrieve other images, causing delays in care and exposing other pts to double exposures.agfa responded and repaired the cr reader. The problem arose from certain patient medical alert info. The data held within the "medical alerts" field of the patient record was found to cause problems when it was greater than 64 characters. This feature has been disabled and the cr readers continue to work normally.

Event description:
Patient was re-exposed after agfa equipment failed to send images from digital reader to workstation. After 30+ minutes the images were transmitted. At that time the pt had already been x-rayed a second time.the device was so slow that staff believed it to be defective and ordered another x-ray exposure. The device continued to cause problems and failed to retrieve other images, causing delays in care and exposing other pt's to double exposures.agfa responded and repaired the cr reader. The problem arose from certain patient medical alert info. The data held within the "medical alerts" field of the patient record was found to cause problems when it was greater than 64 characters. This feature has been disabled and the cr readers continue to work normally.